Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a4, b5, b6, b7, h6 (patient). Corrected: b1, b2, h6 (device). Patient code: no code available (3191) is used to capture tendon injury, joint contracture and joint instability. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient received a right knee attune revision to treat pain, scar tissue, walking difficulty, flexion contracture, and joint instability. Upon entering the joint, the surgeon determined that the flexion contracture was due to abundant scar tissue adhering to the quadriceps tendon, which required a quadriceps plasty to repair. Abundant scar tissue and synovitis was debrided from the periarticular space. The surgeon identified significant wear debris throughout the joint. The tibial tray was grossly loose at the cement to implant interface and removed. There was a significant tibial bone erosion. The femoral component was well-fixed but revised. Once removed, the surgeon identified distal femoral stress shielding, osteopenia, and condyle bone erosion. The bone defects in the tibia and femur required reconstruction with a stem and cone. The patella was well-fixed, without wear, and retained. The tibial insert was revised. The patient was revised with a competitor construct. The procedure was completed without complications. The surgeon noted that the patient¿s obesity was a contributing factor to the failure of the attune knee. Doi: (B)(6) 2015. Dor: (B)(6) 2019. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat severe end-stage osteoarthritis. The patella was resurfaced and competitor cement x 1 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat pain. Records indicate the tibial tray, femoral component, and tibial insert were revised and the patella was retained. Revision operative notes were not provided. The patient was revised with competitor revision products utilizing competitor cement x 4. The procedure was completed without complications. Doi: (B)(6) 2015. Dor: (B)(6) 2019. Right knee.